Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency department experiencing near syncope and lightheadedness. Upon examination, it was noted that the right ventricular lead exhibited intermittent loss of capture. The patient was implanted with a leadless pacemaker in place of the existing pacemaker system on (B)(6) 2022. The patient's condition was reported to be stable.